Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the complaints from the field were not confirmed in analysis. However over torque on the helix damaged the inner insulation and short circuited the lead. (B)(4).

Event description:
It was reported that at implant the lead exhibited a threshold greater than 5 ms and greater than 800 ohms impedance. The lead was not used.